Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 sheath distal insufflation failed to operate properly. Noticed issue as soon as they transferred from trocar insufflation to sheath insufflation. Opened 2nd kit to complete the case. No harm to patient.

Event description:
N/a

Manufacturer narrative:
Trackwise # 363834. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 09/14/2020. An investigation was conducted on 07/26/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula and btt. The silicone balloon was observed to be intact. A mechanical evaluation was conducted. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. The c-ring was observed to be intact, no visual defects were observed. There were no visual defects observed on the cannula. The scope wash system was evaluated by passing a syringe full of tap water through the scope wash delivery tube. The water exited through the cannula. The c-ring assembly was examined for blockages and breaks in the tubing. No defects of breaks were observed. The c-ring was inspected using microscopy. No visual defects were observed. Based on the returned condition of the device, the reported failure "improper flow or infusion" was not confirmed.